Event description:
A patient was receiving adriamycin in the continuous mode on a 6060 pump at a rate of 2ml/hr, vtbl 144 ml, over 72 hours. The infusion ended 16 hours early. No paitent injury/medical intervention resulted.